Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. The customer reported that the gantry would not move up and off the patient after the procedure was completed; instead it went down. The surgeon removed his hand from the joystick, dropped the chair, while the assistant dropped the chair pillow. Although there were no patient injuries, this event could have led to a serious injury.

Manufacturer narrative:
No patient impact. Eval: on may 25, 2010 a field service engineer was dispatched to investigate the laser. During his investigation, he could not repeat the event, however, decided to replace the stepper controller board based on the reported failure. The stepper controller board was returned for evaluation and installed into a mule test system where the reported event could not be duplicated.